Event description:
I have had breast implants for 37 years. I have had many illnesses over the years, some autoimmune such as epstein barr, chronic fatigue, mono plus other problems at a young age such as joint pain, and headaches. I have now been diagnosed with lichen sclerosis, which has me devastated! My left implant has ruptured and there's a very hard lump inside. I don't know if the silicone from the implant has ventured outside the capsule yet. I have to wait for december to have my implants removed by a local plastic surgeon. I'm scared. I was never told that there could be complications like this. I thought these implants were forever. I wish I had never gotten them. Insurance does not want to pay for explant. Although my implants were originally put in for cosmetic reasons, they have now become a bad medical problem. Insurance should cover this. FDA safety report ID# (B)(4).